Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased monitoring voltage. It was questioned if the device was included in an advisory population and could be prematurely depleting.